Event description:
In 2005, pt underwent vaginal exploration to remove foreign body (prolene suture) causing pt pain. At the same time, pt had an obtryx sling placed for persistant urinary stress incontinence. Pt developed severe dyspareunia and a painful ridge of scar tissue from this midurethral polypropylene mesh. She was treated with estrogen with some improvement.